Event description:
A system operator reports one custom patient with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. There was no patient injury/impact associated with this event. Additional information has been requested. Right eye: 1061857-2007-00108 malfunction. Left eye: 1061857-2007-00109 malfunction. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.